Manufacturer narrative:
The additional information was received on 07-jun-2023. It was stated that the thermocool was being used to map. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed. They reported there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 1 liter of fluid was removed. The patient was transferred to the operating room. The patient was reported to be in stable condition. Additional information was received. It was discovered during use of biosense products. Physician¿s opinion on the cause of this adverse event was the patient condition. Intervention provided was the pericardiocentesis. Outcome of the adverse event was improved. Patient went to CT surgery for repair. Extended hospital stay needed. Transseptal puncture performed with a baylis sheath and rf wire. No ablation was performed. The event occurred during the mapping phase. Irrigated catheter was used in the event, flow setting was 2ml. Correct catheter settings were selected on the generator. No error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag were used.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).